Event description:
Caller reported an occlusion alarm on their insulin pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and did not require assistance from a third party. The customer resolved the issue by changing the infusion set and cartridge, after which they resumed insulin delivery.